Manufacturer narrative:
Patient information currently not available. Ge healthcare's investigation of the reported issue is on-going at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the device provided inaccurate pulse oximetry values for an unspecified period of time. As a result, the customer states the patient suffered hypoxia and required oscillator ventilation.

Manufacturer narrative:
Age of event: (B)(6). (B)(4). The investigation was limited by the information provided by the customer and log files obtained from the device as the customer has not released the device for testing or hardware investigation. The customer has not provided results of testing, if any, performed at the site. It was reported the patient was a premature infant born at 23 weeks whom had recently underwent a surgical procedure (type of procedure not disclosed). Post procedure the infant was in a warmer and was mechanically ventilated on 21% oxygen. The patient's heart rate decreased around 08:30 and the pulse oximetry (spo2) value read as 100%. At around 16:30, the nurse noted the infant did not look well and felt the spo2 value was incorrect. The spo2 accessories (cable and probe) were changed however the value continued to read as 100%. A standalone pulse oximetry device was used to confirm the infant's spo2 value which read as 70% per the customer. The oxygen level was increased as a result and the pdm was replaced with another. The infant survived the event; the customer reports the infant could have been hypoxic for up to eight hours and may have sustained neurological injury. Device log files confirmed the monitor did alarm for bradycardia throughout the day. Additional apnea alarms were indicated starting at 16:05 through 16:49, however, as reported there were no spo2 low limit alarm violations. The log files do not provide any information on the performance of the spo2 algorithm. Root cause for the issue could not be identified. The reported issue could not be replicated nor was any adverse complaint trend identified.